Manufacturer narrative:
The device is not available for evaluation; however, photos were provided by the customer. Investigation is pending. E1 reporter facility name: (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported chemo was hooked up at 11:08 a.m. And at 11:18 a.m, it was found that the chemo was leaking from a break in the connector. The leak did not drip onto the patient. 140 ml of chemo remained in the bag and tubing, and thus about 103 ml leaked onto the floor. The event was noted during infusion. No drug exposure to patient or healthcare provider. There was patient involvement however no report of patient harm.

Manufacturer narrative:
A picture was returned showing a burette with a torn semi-rigid adaptor under the blue clave. The clave can be seen still attached by a portion of the adaptor. The complaint of leakage can be confirmed based on the returned image. The probable cause of the observed damage is due to unintentional bending forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.